Manufacturer narrative:
The reagent lot number is 811848. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 2 patient samples on a cobas e 801 analytical unit. Patient 1: the initial result was 115 ng/l. On (B)(6) 2025, the repeated result was 10.8 ng/l. Patient 2: the initial result was 16 ng/l. The repeated result was 12.8 ng/l. The samples were repeated because the initial results did not match the patient's clinical picture. The repeated results were believed to be correct.

Manufacturer narrative:
The investigation reviewed the sample foam detection images and noted the following: - there were film/particles on the patient sample surface. - the patient samples were of short volume. - there were red blood cell strands on the patient sample surface. The investigation determined the event was due to a sample quality issue at the customer site. There was no indication of a device malfunction.